Event description:
It was reported that the patient received a shock due to t-wave oversensing, and that the r-wave amplitude is decreasing over the last fourteen days. It was also noted that lead impedance was stable, 5 non-sustained ventricular tachycardia episodes had occurred, and sensing integrity counter was greater than 300 since last session. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.